Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4), 2010: (explanation for late submission): lfs initially submitted this report on (B)(4), 2010 and have only received acknowledgement 1 on (B)(4), 2010. Based on the investigation performed by the cdrh emdr team, lfs was advised to resubmit this report.